Event description:
In 2004 a kimberly-clark/ballard medical sales representative received an email regarding an incident involving a trach care* device and was asked to conduct re-training classes at the hospital. The patient was changed to a trach care* t-piece suction catheter. This device configuration is for an intubated patient to receive ventilator air which is blown through the t-piece of the device and the patient could not exhale. The patient sustained a bilateral pneumothorax. According to the initial report, there was patient injury and medical intervention was required. Citing hipaa regulations, the hospital did not want to discuss the incident further. Ballard medical has no first hand knowledge of the allegations but is relaying information received from outside sources pusuant to federal regulations.